Manufacturer narrative:
The customer indicated they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. Per customer, the unit was performing within qc specifications. The customer declined submitting specific data due to the event occuring over 60 days ago.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.